Manufacturer narrative:
The info provided by stryker orthopaedics clinical affairs dept. No additional info is available at this time. Additional f/u info may be obtained by the clinical affairs as it becomes available.

Event description:
A subject enrolled in the trident tritanium acetabular shell revision study had an acetabular shell by smith & nephew which was not revised. The acetabular insert was revised with stryker x3 acetabular insert. The x3 insert will be articulating with a non-stryker device. The study does not promote off-label use.